Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(4)) did not pass the power on self-test (post) and displayed tcmid:05 (coolant diff failure) error message" was confirmed during the event log review but was not confirmed during the functional testing. The thermogard system passed the functional testing and functioned as intended. Upon visual inspection, no physical damage was observed. The event log data review indicated tcmid:05 error messages on the reported event date, thus, confirming the reported complaint. The thermogard xp ivtm system passed functional testing, including the power-on-self-test (post), with no issues, and the customer's reported complaint was not reproduced. The lm 34a/b temperature sensor was inspected, no issue was found, and the temperature values were within the specified limits. The electrical connections from the lm 34a/b temperature sensor to the pic-16 circuit board and the I/o pcb board were all inspected for a faulty connection that could have caused the console to display the tcmid:05 error messages intermittently. However, no issues were found, and all the electrical connections were properly intact. Nevertheless, the electrical connections were reseated as a preventive precautionary measure to address the reported complaint. Following service, the thermogard xp ivtm system passed all the final functional tests without error.

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(4)) did not pass the power on self-test (post) and displayed tcmid:05 (coolant diff failure) error message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.